Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/29/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Related reports: 2210968-2023-01476, 2210968-2023-01477, 2210968-2023-01478, 2210968-2023-01479, 2210968-2023-01480.

Event description:
It was reported that a patient underwent a total knee replacement procedure on (B)(6) 2023 and barbed suture was used. During the procedure, the surgeon called and said that the needle broke off of the thread at least five times in one day and the transition point in the middle of the suture wasn¿t locking. Another like device was used to complete the procedure. One device will be returned. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what do you mean by "the transition point in the middle of the suture wasn¿t locking."? Please explain. The surgeon always checks to make sure the suture locks in between the transition point by gently pulling so that the barb locks onto the tissue. He had some suture that would not lock. He used to have this happen with angiotech around 5-10% of the time. Could you please confirm how many times did this issue occurred? The surgeon said ¿occasionally¿ so there is not a set number that he informed me of where it did not lock at transition point. Could you please clarify if this issue occurred in one single procedure or in more than one if this occurred in more than one please confirm information below: I texted him today (B)(6) to clarify since the initial text did not state these details. The surgeon texted that it happened in multiple procedures so I will go and do more pc¿s. Were these cases previously reported to ethicon? No, as I was not aware until I received a text from the surgeon after it happened multiple times. If yes, please provide a complaint reference number. I only made one pc number based off of the one text from the surgeon. If no, please create additional complaint files and provide the reference number. (B)(4). What is the lot number? Rlbcak is the lot# that they have for all 3 boxes at this facility. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 2360 g/m. Reported via: 2210968-2023-01476, 2210968-2023-01477, 2210968-2023-01478 and 2210968-2023-01479.